Event description:
The hospital reported that acrobat-I stabilizer was attached to the access rails, attempted to tighten and the tightening knob just kept spinning and would not tighten. The account opened a new stabilizer and completed the case. No procedural delay.

Manufacturer narrative:
(B)(4).the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.